Event description:
Ous MDR - after an implant duration of approximately 15 months, it was reported that the device indicated 'eos'. The device was explanted. No adverse patient side effects have been reported.

Manufacturer narrative:
Ous MDR.